Event description:
It was reported that the header was dislodged during explantation and fragments of the header were removed from the implant site. The physician stated he did not use excessive force to remove the device from the pocket. An x-ray confirmed removal of device particles. There were no reported patient complications as a result of this event, and the patient status was reported to be good.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: visual inspection observed the electrode normally placed on the header was disengaged, and the welded wire was broken. The way the wire was broken is typical of a tensile fracture. Analysis concluded the device functioned electrically according to specifications. The observed tensile fracture of the broken wire was a result of the dislodged header during explant.